Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was reported as due to a fungal infection. The patient was admitted to the hospital due to the fungal infection. The same day as the peritonitis onset, the patient was treated with injection of vancomycin (2 gm after five days) and injection of fortum (1.5mg, daily) for the peritonitis. Three days after the peritonitis onset, the patient passed away. The cause of death was reported as due to a fungal infection. It was not reported if the patient recovered from the peritonitis prior to death. An autopsy was not performed. Extraneal therapy was ongoing at the time of death.